Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. A review of the device memory identified that the device experienced an unrecoverable system fault which caused the device to go into safety mode. The firmware was reloaded, and a telemetry reset was performed to restore the device. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was then placed at ambient temperature for 15 days at the programmed storage mode. The device was then interrogated with a programmer without issue and no errors were noted. Analysis could not determine the cause of the memory fault which put the device into safety mode.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during pre-implant interrogation, this pacemaker was found to be in safety core. The device was not used.